Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed peeled insertion tube coating issue could not be determined, however, the issue was likely the result of repetitive use stress/user handling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope. Inspection of the endoscope ¿4. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities¿. ¿5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff¿. ¿7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to damage to the charged coupled device unit, a foggy image occurred; the connecting tube had coating peeling (1 mm2 or more); the universal cord had a dent; the image guide protector had a scratch; and the connecting tube had a dent.   The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera bronchofibervideoscope displayed a compromised image. The event did not involve a patient. During the evaluation of the device, it was noted that the coating on the image guide was peeled. This report is to capture the reportable malfunction of the peeled image guide coating noted at estimation.